Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm diameter fusiform shaped abdominal aortic aneurysm approximately 26 months ago. The proximal aorta was 21 mm in diameter and 27 mm in length and distally it was 20 mm in diameter. Right and left iliac arteries were 12 mm in diameter. The right and left femoral arteries were 8 and 7 mm in diameter respectively. A CT with contrast at approximately six weeks post implant showed the aneurysm diameter was 5.0 mm in diameter. The aneurysm diameter was the same at the one year follow-up. An ultrasound at the two year follow-up showed the aneurysm diameter had increased to 5.4 cm in diameter and no intervention was planned as no endoleak was observed and the patient was fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement). Lack of information (unknown cause of aneurysm enlargement). Evaluation, conclusion: lack of information (unknown cause of aneurysm enlargement).